Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the device had analog board (middle board) failure and cracked front panel. The analog board and front panel were replaced. The device was run-in tested for 8 hours. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the pre amplifier failed calibration and was not working properly. There was no patient involvement.